Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient came in for an office visit, the device was noted to have reached end of service. A week later during the replacement procedure, a charge circuit timeout was indicated to have occurred. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.